Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1312802) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00284 for the first device.

Event description:
It was reported by the aci distributor that a patient underwent a peripheral interventional procedure on (B)(6) 2013. Access was obtained using a antegrade puncture via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed no presence of calcium in the vicinity of the access site. Following the procedure, the physician (training status is unconfirmed) selected a mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. It was reported that the balloon lost pressure during pull back. The device was removed and since access was maintained, a second mynxgrip vascular closure device 6f/7f was prepped and deployed. The balloon from the second device also lost pressure during pullback. The second device was removed and a third mynxgrip vascular closure device 6f/7f was deployed successfully. The patient was ambulated and discharged to home the same day with no clinical sequela noted.